Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect DHR's. During the index procedure the patient had a stent implanted in the left internal carotid artery (lica) on (B)(6) 2010. The patient was scheduled to have her contralateral ica stented 30 days later but due to a pre-existing respiratory illness kept postponing it. On (B)(6) 2010, the patient finally underwent elective stenting of the right internal carotid artery (contralateral side) with an angioguard and precise stent. A moma proximal filter was also used during this procedure. During the post stent pta the patient had a 10 second episode of asystole that resolved with atropine. During asystole the patient became unresponsive and thus the change in neurologic function. When she awoke she was neurologically intact. Approximately one hour post procedure while in the ccu for observation the patient again experienced asystole this time requiring CPR and intubation. She was initially unresponsive but again woke up without any neurological deficit. Although the events involved a change in mental status the etiology was primarily cardiac in nature. The patient was extubated a few hours later with a full recovery. (B)(6): the product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. Hemodynamic depression during and following carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. This is one of three products involved with this adverse event in which associated manufacturer report numbers are: #1016427-2010-00132, #9610978-2010-00231, and #9616099-2010-00843.

Event description:
As reported by the (B)(4) registry, during treatment of the contralateral carotid artery, the patient experienced asystole and unresponsiveness during post-dilation with a savvy balloon catheter and experienced cardiac arrest after the procedure. Angiography had revealed 80% stenosis in the proximal right internal carotid artery. The lesion was described as eccentric, ulcerated, and 20mm in length. The reference vessel was 7mm in diameter and mildly tortuous. An angioguard rx with a 6mm basket was deployed beyond the target lesion. Pre-dilation of the lesion was not reported. An 8.0 x 30mm precise pro rx was implanted at the target lesion and the stent was post-dilated with a savvy balloon catheter at an unknown pressure for 6 seconds. The patient immediately experienced asystole and unresponsiveness. The asystole was successfully treated with atropine. The angioguard was removed with no debris noted in the filter basket. When the patient awoke, she was neurologically intact. Approximately an hour post-procedure, while in the ccu for observation, the patient again experienced asystole requiring cardio-pulmonary resuscitation and intubation.

Manufacturer narrative:
The patient regained consciousness without neurological deficit and was extubated a few hours later with a full recovery. According to the investigator, the events were not related to cordis product. At the time of the index procedure, a 9.0 x a40mm precise rx was implanted in the left proximal internal carotid artery with 5% residual stenosis and no complications. It was noted at that time that the patient had contralateral occlusion that would require treatment. Additional information will be provided within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00132, 9610978-2010-00231 and 9616099-2010-00843.